Event description:
According to the reporter, in a laparoscopic cholecystectomy, the device was used to block blood vessels. After use, it was found that the inner sheath of the ligature clip was bulging, and the clamping was poor. The patient had a bleeding problem. Another device was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.